Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead tip pulled back after the sheath was removed. It was noted that the lv lead had a rise in threshold measurements and no capture. It was also noted that an attempt was made to advance the lead, but when the lead pulled back, the lead tip moved. The lead was not used, and another lead was implanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.